Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/01/2021.

Manufacturer narrative:
Two (2) samples were received for evaluation with the white twist clamps in the closed position. A visual inspection with the naked eye noted the occluder feet were broken on the main body of the 2 sets. Functional testing including leak, clear passage, clamp function and torque engagement testing were performed; leak and clamp function testing revealed a leak through the set with the clamp engaged. Torque and clear passage testing were performed with no issues. The cause of the broken occluder feet on the main body could not be determined; however, the damage (cracked/broken) sets were consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of two (2) minicap extended life pd transfer sets, it was discovered that the occluder feet were broken on the main body. There was no patient involvement. No additional information is available.